Event description:
The consumer alleges that the battery for his tdxsp power chair is not holding a complete charge.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code and age of product are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the battery for his tdxsp power chair is allegedly not holding a complete charge. After the battery is fully charged the consumer alleges that the battery goes dead after one hour of use. Invacare advised the consumer to contact the (B)(6) regarding replacement parts for the power chair. No injury alleged.